Event description:
It was reported that an arteriotomy closure of the severely scarred right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, when attempting to insert the proglide device into the right common femoral artery the sheath at the distal guide detached into two pieces with the distal portion remaining in the anatomy. The physician removed the distal portion using forceps and hemostasis was achieved with manual arterial compression. The physician reported that he probably should not have tried to use the proglide because the patient's right common femoral artery was severely scarred from multiple by-pass procedures and he pushed a lot trying to insert the proglide device resulting in the separation of the sheath at the distal guide. The patient is reported to be doing fine. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance: physician reportedly in trying to insert the proglide into the arteriotomy pushed a lot resulting in the reported separation of the sheath at the distal guide. Per the instructions for use (IFU): per the instructions for use, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.